Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath was received for product evaluation. Visual inspection revealed no damage on the device. The sheath was then subjected to leak testing. The sheath was cut about 15 cm from the hub. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected for 30 seconds. To check for damage at the crosscut valve, the valve was dissected and observed under microscope. No damage was observed at the center of the crosscut valve. No gross anomalies or damage was seen on at the sheath inner lumen hub. IFU states: "do not use a power injector through the side tube and the 3-way stopcock." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that the use of the power injector caused the leakage at the hub. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination slender was used during the procedure. The physician stated that while using the acist auto injector, the contrast was spraying out of the sheath toward the ceiling. He was uncomfortable with the amount of contrast that leaked out and opted to open a new sheath. All the proper access and removal steps were followed as trained. The patient condition was stable, and the procedure was completed successfully. Additional information was received on 27jan2020. There was no complaint of blood loss from the physician, only the constant spray of contrast visible all over the ceiling and machine.